Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak), (placement of a device with a home made device) (losing guidewire positioning). Conclusion: (placement of a device with a home made device) (losing guidewire positioning).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a type a and b dissection at zone 4 and an aneurysm is 193mm in length and 82 mm in diameter. The proximal diameter of the thoracic aorta was 28.4mm and distal diameter of the thoracic aorta was 40.9mm. The patient's entire thoracic arch and descending aorta was treated with a home made device, a talent 4642 (upside-down) stent graft and two distal extensions. It was reported during initial implantation, there was a distal type I endoleak that was treated with 2 extensions and the distal type I endoleak was resolved. It was reported that one week later, the patient had a follow-up and there was a type iii endoleak between the homemade stent graft and the talent stent graft. The physician implanted a talent thoracic 4444 to treat the type iii endoleak. The physician then elected to place a second (B)(4) (MFR: 2953200-2010-001905) but lost guide wire positioning. The physician attempted, but was unable to put the guide wire back to the original position. The physician was unable to advance the wire past the cone. Therefore, the physician exchanged the wire for a lunderquist, but it was also stuck. At last, the physician used a (B)(4) sheath to advance the (B)(4) to the intended landing zone and was able to implant the stent graft. No additional clinical sequelae were reported, and the patient is fine.